Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, it was noted that the pacing impedance and capture thresholds have been steadily rising since the end of 2018 following the patient experiencing a fall in (B)(6) 2018. The lead was capped and replaced on (B)(6) 2019. The patient was stable.